Manufacturer narrative:
Continued h.6. Health effect - impact codes: f15. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: schelke, leonie, et al. "Filler injections in the pre-auricular space: be aware of the parotid gland." Journal of cosmetic dermatology. 27 august 2023;22:173¿176. Doi: 10.1111/jocd.15319. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through the article, "filler injections in the pre-auricular space: be aware of the parotid gland," it was reported a patient was injected with juvéderm® volux® in the jawline and pre- auricular area. Six months later, being one month after a covid-19 infection (not device related), patient noticed an increasing swelling, pain, and other signs of inflammation on the left and right side jaw. Clinical examination revealed a 1x1 cm open wound with underlying abscess on the left side of the jaw 2 cm caudal from the temporomandibular joint. The abscess was found to connect with a tunnel to the filler material inside the parotid gland. Hyaluronidase 3x150 units was injected under ultrasound guidance into the pockets. Amoxicillin/clavulanic acid prescribed for 10 days in addition to prednisone in tapering dosage for 7 days. Additional 150 units of hyaluronidase were injected into the remaining pockets. A week later, pain and abscess were gone.